Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 mm x 20 mm x 143 cm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.